Manufacturer narrative:
Review of the returned device identified the device fracture at the inserter implant interface connection. Review of the information received and similarly reported events identified this as a known failure mode related to off-axis forces that promote twisting of the implant to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies, off-axis impact with the mallet, micro motion at the implant / inserter interface if the implant cage is not fully threaded or over tightened onto the inserter. Root cause is considered to be related to technique, which can be the consequence anatomical characteristics of the patient. No additional investigation necessary. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "Warnings, cautions and precautions ... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants... Care should be taken to ensure that all components are ideally fixated prior to closure." "Pre-operative warnings ... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device" "information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly" 9401854-en j-2022-06.

Event description:
During a spinal procedure at l3/5 the cage was fractured during insertion at l3/4. The damaged cage and fragments were removed and a new cage was inserted without issue. It was noted the patient had a narrow intervertebral space.